Manufacturer narrative:
Citation: matkovic m, aleksic n, bilbija I, et al. Clinical impact of patient-prosthesis mismatch after aortic valve replacement with a mechanical or biological prosthesis. Tex heart inst j. 2023;50(5):e228048. Doi:10.14503/thij-22-8048. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of patient-prosthesis mismatch after aortic valve replacement with a mechanical or biological prosthesis. Medtronic and non-medtronic valve types were used in the study population of 595 patients. The specific medtronic products used were hancock ii bioprosthetic valves (n = 11) and ats open pivot mechanical valves (n = 102). After six years of follow-up, the authors recorded survival rates of 83.7% and 87.3% for the biological and mechanical groups, respectively. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse outcomes consisted of patient-prosthesis mismatch, endocarditis, angina, and redo surgery. No further information was provided pertaining to medtronic products.